Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire fracture occurred. A 300cm journey guide wire was advanced to the vessel. However, the wire broke inside the patient during the procedure. The physician removed the broken wire and the procedure was completed with another of the same device. The patient's status was stable.